Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(4) that during a meniscal repair procedure on (B)(6) 2022, it was observed that two plates were deployed at the same time after the first firing on the omnispan meniscal repair 27deg device. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The needle with one plate were returned. The applier gun used in this procedure was not returned. On visual inspection it could be observed that the needle is in good condition as well as the returned plate, no structural anomalies were found. A manufacturing record evaluation was performed for the finished device 7l23100 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result and considering that the applier gun used on this procedure was not returned, this complaint cannot be confirmed for the reported issue, therefore a root cause cannot be provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.